Manufacturer narrative:
The pump was returned to animas for eval. During eval, the force sensor was found to be out of calibration. During eval, loss of cartridge detection did not occur.

Event description:
During eval, the force sensor was found to be out of calibration.